Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon. The stent returned loaded on an unknown brand balloon catheter. Severe deformation was evident to all struts. The stent was encapsulated in hardened blood/plaque. Crimp impressions were visible on the exposed balloon surface. Crystallised contrast was evident in the inflation lumen of the distal shaft and in the balloon. Balloon folds were expanded. Numerous kinks were evident along the distal shaft and on the inner member, under the balloon. The balloon was bunched at the distal tip. Blood was evident in the balloon folds. Deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel due deformation and hardened blood in the guidewire lumen. Additional information: a non-medtronic balloon was also used to remove the stent from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: adverse event and product problem. Updated, incorrect return date was previously sent. If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient injury was reported.

Manufacturer narrative:
Additional information: a heavily calcified, non-tortuous lesion exhibiting 99% stenosis in the proximal rca. The device was inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted while advancing the device to the lesion and excessive force was not used. It was indicated that the stent failed to cross the lesion and it was withdrawn. It was reported that stent dislodgement occurred during withdrawal of the device. Resistance was noted during withdrawal of the device and excessive force was used. The stent was removed by a cut down using hemostats. Pressure was held at the exit site and the artery was closed successfully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that stent dislodgement occurred during delivery to/at a lesion. It was stated that the stent was removed from the patient by a cut down at femoral artery. No patient injury was reported.